Event description:
It was reported that the lead was dislodged and not functioning. It also was further reported that the lead was inadvertently pulled out while doing a pacemaker change out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) intermittency between the connector pin and cap. Blood present in/on helix mechanism. Full lead returned and analyzed.